Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was admitted to the hospital as patient had a left ventricular assist devices (lvad) and was experiencing heart failure. Technical services (ts) assisted in the review and stated that it appeared that there was atrial fibrillation (af) burden for various timeframes. It was noted that there were some of the atrial tachy response (atr) episodes that there was double counting of the right atrial (ra) signal that looked very wide, and which could be farfield oversensing, however they appeared to be coming before the qrs. There was also older false atr due to double counting which were noted almost a year back. It was unknown if the elevated heart rate caused the right-side heart failure. This device remains in service. No adverse patient effects were reported.